Event description:
A surgeon reported low laser power during a photocoagulation procedure. The surgeon had to increase the power to get the same results because the "fiber was damaged". The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).